Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated system diagnostics test yielded high impedance. The physician misinterpreted the diagnostics results as indicating that the generator was at end of service. There were no patient symptoms reported. The patient underwent vns therapy revision surgery in which only the generator was replaced. The patient was seen at a post-operative visit and system diagnostics testing still yielded in high impedance. As a result of the reported high lead impedance, the patient underwent a total vns system lead replacement. The high lead impedance resolved with the replacement of the vns therapy system. No serious injury reported.